Event description:
It was reported that the patient experienced loss of adequate pain control due to catheter migration out of the intrathecal space. The hcp replaced the spinal portion of the catheter. Final patient outcome was not reported.

Manufacturer narrative:
Results: used for the catheter.